Event description:
It has been reported to philips that in the middle of a case, geometry movements became unavailable. There was no reported patient or user harm. Philips has started an investigation of this complaint.